Manufacturer narrative:
Section b5: additional information. Section d4, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline did not identify an issue that would have contributed to the reported pump stops and low speed events. A distal end driveline repair was performed on (B)(6) 2020 and the replaced portion was returned in a segment measuring approximately 21.5¿. Rescue tape was also observed approximately 2.5¿ through 8¿ and 10¿ through 20¿ from the controller connector. Upon removal of the rescue tape, several tears in the outer silicone jacket were observed throughout the length of the driveline. The underlying bionate but did not reveal any evidence of damage. Metal braided shield breakdown was observed along the length of the driveline. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline repair segment did not reveal any issues that would have contributed to a functional issue. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate ii lvas IFU section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that there was no change to the plan of care for the patient. The patient is not a candidate for surgical replacement as he would not survive it. The ungrounded patient cable is used for analysis during clinic visits, and the patient only uses battery power at home since he does not have a power module.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient received a percutaneous lead repair on 14jan2020. The external portion of the drive line was replaced with no issue. No further information was provided.